Manufacturer narrative:
(B)(4). Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: during visual inspection the leak between the tubing and the spike was confirmed. The root cause was not identified; this issue has been escalated to CAPA.

Event description:
A customer reported to baxter corporate product surveillance a clearlink y-type blood set in which the tubing separated from the spike. According to the report, the spike was inserted into an unknown bag of blood medication, and the spike separated from the tubing. Due to the separation of the tubing, an approximate 75ml of blood was lost from the patient's infusion bag of blood, and blood was reported to spill on the nurse. The nurse reported she noticed a small cut on her arm as a result of this incident. She did not lose any blood from the cut or require any medical intervention. The nurse is not sure how she received a cut from this incident as it happened so quickly. The alleged defect occurred in the infusion department. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.